Event description:
I got breast implants in 2012 and we struggled with fertility, soon after that I started losing my hair, I developed breast pain after getting them and could not lay on my stomach because they became hard, in 2020 I developed joint pain. I had chronic fatigue and didn't know why. I developed anxiety with depression and I didn't feel like myself. I developed gut issues that made me uncomfortable daily as well as daily headaches and swollen and painful lymph nodes. I them removed and my scar tissue was tested in pathology and came back that I had staph infection in the capsule and another infection that causes inflammation in the body. FDA safety report ID # (B)(4).